Event description:
Patient presented to the physician with the sensing lead protruding superficially toward the skin. On manual examination, the physician was able to palpate the lead. Physician brought the patient into the or, and upon opening the chest pocket, the ipg was found to be tilted, with the sensing lead protruding from behind the ipg. Physician repositioned the ipg and sense lead, securely re-sutured the components, and closed.